Event description:
It was reported that, during an arthroscopy surgery, the t2 of the fast fix implant misfired all together with t1, it happened when t1 implant was deployed. The procedure was successfully completed using a back-up device. It is unknown if there was a significant delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10: h2: additional information: h6: health effect - impact code. H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device showed the suture was returned detached from the device. T2 was returned with about 1.5 inches of the suture attached to it. The depth limiter button was not in the default position. The actuator tip was in the t2 position. A functional evaluation of the device showed the actuator tip functioned as designed. A review of the customer provided image revealed the operating room. A fastfix is laying on a table. A second image revealed the t2 anchor inside the meniscus. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event no containment or corrective actions are recommended at this time.